Event description:
A balloon ruptured on the first inflation at approx 3-4 atmospheres during a profunda angioplasty procedure of an extremely calcified lesion via an ipsilateral approach. The procedure was completed successfully and there were no pt complications involved. The device was received, evaluated and retained by this MFR. The engineering evaluation revealed pin-hole leak over the distal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. It was also indicated this device was used in an extremely calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the device. Co's direction for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."